Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular lead was surgically abandoned due to high, out-of-range impedance measurements during a routine device change out procedure. No additional adverse patient effects were reported.